Event description:
Brush head broke off (device breakage) no adverse event. Case description: a consumer reported that while her (B)(6) year old daughter was using an oral-b rechargeable toothbrush, version unknown, the oral-b triumph flossaction brushhead broke off from the attachment. The brush head was new. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.